Event description:
It was reported that the recanalization catheter wouldn't advance down the guide wire during use in the anterior tibial. Upon retraction, the catheter became lodged in the support sheath and the distal tip of the sheath began to bunch up. Both catheter and support sheath were removed as a single unit without incident. Another recanalization catheter was used to successfully treat the vessel. There was no pt injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. The device was returned. The complaint investigation is confirmed for the catheter failing to advance through the micro sheath. During evaluation of the returned device, it was noted that the catheter had been advanced approximately 18.8cm out the micro sheath. The micro sheath and crosser ifus both note that the crosser can only be advanced approximately 15cm from the tip of the tapered micro sheath. As the catheter had been advanced past the allowable distance stated in the IFU, it is likely that the tapers of both the crosser and micro sheath had aligned and locked up at the time of the event. Based on the results of the investigation, the two devices likely locked up due to the user advancing the crosser too far past the end of the sheath.